Manufacturer narrative:
The four electrodes were not returned to olympus for evaluation. Therefore, the cause of the reported event could not be determined at this time. However, based on similar reported events, the most probable cause of the reported event can be attributed to excessive force applied to the device, operator's technique and/or the loop wire may have contacted with a metallic object during the hf output which can lead to damage of the loop wire. Additionally, the original equipment manufacturer (OEM) performed a review of the device history records (DHR) and revealed no non-conformities or deviations regarding the concerned device during the manufacturing process.

Event description:
Olympus was informed that the loop wires on four electrodes broke and fell into the patient¿s bladder during a transurethral resection of a prostate procedure (turp). All four loop wires were retrieved from the patient¿s bladder. A different electrode was used to complete the procedure with no issues. 4 of 4.